Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence following significant weight loss. The weight loss resulted in the cuff becoming oversized. Consequently, the cuff was explanted and replaced. No additional patient complications were reported.